Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage did not open in the middle segment after the distal part was deployed, despite trying all possible ways to open the device. It was noted that the pipeline was damaged. The device was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be the same as previous. The devices were prepared according to the instructions for use (IFU) the patient was undergoing treatment for an unruptured, saccular aneurysm located in the ica-supraclinoid segment with small bleb below the aneurysm. The max diameter was 4mm, and the neck diameter was 3.5mm. The patient's vessel tortuosity was moderate. The landing zone was 4mm distal and 4.75mm proximal.

Event description:
Additional information received reported that during the procedure the pipeline device was not opening in the middle segment. Since the device was not opening in the middle segment, it was stretching and elongated and was crossing desired landing zone. The bend was there, physician tried all the ways to open the device, loading, unloading, tried with pure push and also with exchange technique. Resheathing was conducted 3 times and the device was not opening. The healthcare provider didn't want take the risk, so they removed the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were fully opened with no damage. In addition, the middle of the braid was fully opened with no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.